Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Subsequently, the customer experienced a blood glucose (bg) level of 750 mg/dl and a large ketone level identified as dangerous by healthcare provider. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin and fluids. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.